Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. The daily total units matched the daily total units in daily total screen. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with an unexpected restart error alarm during an unexpected restart test and reset to factory default due to broken solder joint. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that customer had high blood glucose of 310 mg/dl despite frequent infusion set changes. Customer was in the hospital for non-diabetes related issue. Customer was in the hospital due to heart failure. Customer was not using insulin pump while in the hospital. Customer treated blood glucose with manual injection. Caller did not want to continue troubleshooting as it had been done already. Caller requested insulin pump to be replaced.